Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. In addition, the customer reported the battery gauge jumped from 45% to 100% after being connected to a power source. The customer also reported the pump usb port appeared "fixed" and possibly corroded. The customer's blood glucose was not impacted. The customer declined follow up to ensure backup insulin therapy was obtained.